Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center who changed the cassette and reused the solution bags when troubleshooting an alarm on the homechoice machine (hc). The patient was advised they cannot change just one part of the setup because it compromises the set. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated she is aware to change all the supplies when troubleshooting issues now. No patient injury or medical intervention was reported.